Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low impedances and a loss of capture, resulting in a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4558m lead, implanted: (B)(6) 1997. (B)(4).